Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. It was noted that the device is not available for evaluation. There have been 1 other event for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident psl ha cluster 54mm; cat# 542-11-54f; lot# 79858l, c-taper cocr lfit head 36mm/+10; cat# 06-3610; lot# w75pey, secur-fit max 132 hip stem #8; cat# 6051-0830s; lot# e529p3, 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot#3d0y7yr. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Procedure: patient underwent a tha coversion from orif on (B)(6) 2016. Patient returned in 2017 with drainage and pain and underwent I&d with retention of all components on (B)(6) 2017. Drainage and pain persisted, so patient underwent 1st stage of a 2nd stage exchange on (B)(6) 2017. All components removed due to pji. This event is for the irrigation and debridement event (B)(6) 2017.

Manufacturer narrative:
Corrected data: date of explant ¿ change to no date as device was not explanted an event regarding alleged pain involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. A trend analysis was conducted for the reported failure mode and concluded that pain is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Procedure: patient underwent a tha coversion from orif on (B)(6) 2016. Patient returned in 2017 with drainage and pain and underwent I&d with retention of all components on (B)(6) 2017. Drainage and pain persisted, so patient underwent 1st stage of a 2nd stage exchange on (B)(6) 2017. All components removed due to pji. This event is for the irrigation and debridement event (B)(6) 2017.